Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that electrogram (egm) review was requested for this cardiac resynchronization therapy pacemaker (crt-p) and right ventricular (rv) lead due to possible respiratory rate trend (rrt) oversensing concerns. Upon review, technical services (ts) explained this was just oversensed noise with pacing inhibition and asystole, not rrt oversensing. It was noted that there was a three second pause and a four second pause in pacing. The noise was not reproducible in clinic, and the field representative had turned off rrt and set rv sensing to 1 mv. Technical services (ts) reviewed additional programming considerations. This crt-p system remains in service.